Manufacturer narrative:
A field notification shall be sent to all customers who may potentially be affected by this "error in the code", to warn of the potential of mistreatment from the 4d console. Impac engineering has identified the root cause of this particular software anomaly, corrected the errant condition within the software code, and tested the resolution to ensure that the issue has been fully remediated.

Event description:
If the delivery of a treatment field is terminated prior to full mu being delivered, sequencer correctly records only the mu that was delivered. Sequencer displays the correct remaining mu to deliver, but errantly sends the total field mu to the 4d. If the user does not detect the error, this scenario may result in the delivery of the full field mu. This issue only affects using mosaiq version 1.20l1-p4 interfaced to a varian 4dtc. No other product versions are affected by this software anomaly.